Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: inratio: 2.4, reference: 2.0, mean: 2.20, confidence limits: 1.4-3.1. Per event details, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two reading in order for the comparison to be valid. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips were not expected to be returned. Patient information was not known. Further testing is not required at this time. As of (B)(6) 2009, one discrepant result complaint was reported for lot #080730 yielding a complaint rate of 0.020%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. (Total strips: 10,000) no corrective action required at this time as not product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009, inratio: 2.4, lab: 2.0.